Event description:
It was reported that the tip broke off during cup insertion and the broken piece was able to be retrieved with no delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the returned product was completed and found a portion of the threaded tip is fractured, the fractured tip was returned. There are scratches around the shaft of the device. The locking slot has nicks and wear. No other damage was noted during visual evaluation. This device has an approximate field age of 9.5 years. Similar fracture surfaces have been previously analysed through sem and identified bending overload as the mode of failure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.